Manufacturer narrative:
Literature citation: takemura, kazunori, et. Al., (2014) ¿clinical performance of newest 2-link promus element des ¿ a real world high volume analysis¿ . Circulation journal 2014 78 (suppl. I): I-1105 (oral presentation (japanese) 4 (oj04) (cad) at room 12 in tokyo international forum on 21 march 2014. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a literature oral presentation titled "clinical performance of newest 2-link promus element des - a real world high volume analysis" that in-stent restenosis, sub acute thrombosis (sat) and stent jail occurred. Promus element is the currently released newest 2-link thin strut des and its clinical performance is evaluated by high-volume registry analysis. Patients and methods: 1,501 promus element were deployed in 1,126 pci cases (843 males, 283 females; 69.2 +- 9.7 y.o.; ht=856, dm=569, hl=512. Smoking=387, hd=101). Target lesions were left main trunk (lmt)18, lmt+left anterior descending (lad)=40, lmt+ left circumflex (lcx) =11, lad=639, lcx=322, right coronary artery (rca)=468, lita=1, saphenous vein graft (svg) =2. Percutaneous coronary intervention procedures included plain old balloon angioplasty, rota, ex. Laser=12, rota+ex.laser=1. Six month follow up was done by coronary angiogram. Procedural/clinical success were = 100%/100%. Sat=0.2%, cardiac death=0%, CABG=0%, mi=0%, restenosis/tlr were = 4.4%/4.2% at 6 mo. Stent jail= 0.1%. Promus element des demonstrated favorable clinical outcome by high volume registry analysis, showing low restenosis/tlr rates. The incidence of sat, stent jail, mace was negligibly low in this registry data.